Manufacturer narrative:
Continuation of d10: product ID 37086600. Serial# (B)(6) implanted: (B)(6) 2017. Explanted: (B)(6) 2025. Product type: extension. Product ID: 3708660. Serial# (B)(6). Implanted: (B)(6) 2017. Explanted: (B)(6) 2025. Product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient visited the surgeon's office with a sore at the bottom of the device which appeared potentially infected. The patient was reportedly doing well on dbs therapy. It was suspected that the patient might have bumped the device, possibly causing a bruise and infection. No diagnostics or troubleshooting were performed. The doctor decided to remove the device and extensions while leaving the leads implanted. The issue was resolved at the time of this report, and surgical intervention occurred to remove the device and extensions due to potential infection. The healthcare professional has no further information for the manufacturer. The patient will be scheduled for re-implantation with extensions once referred for an ID consult and cleared for the procedure.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2017; explant date (B)(6) 2025, brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2017; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative that the cause of the infection was that the patient had a respiratory infection and became septic. The infection seeded in the implant pocket. The information was confirmed with the healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.